Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage / pieces of essure device"), uterine perforation ("perforation (uterus)."), pelvic pain ("pelvic pain / pain"), pregnancy with contraceptive device ("tubal pregnancy/pregnancy with complication") and genital haemorrhage ("abnormal bleeding (general)") in a 27-year-old female patient who had essure (batch no. 20224430) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida and parity 4. Concurrent conditions included depression. Concomitant products included medroxyprogesterone acetate (depo provera) for contraception. On (B)(6)2010, the patient had essure inserted. On (B)(6)2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("painful menstrual cycles / dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"), 1 month 12 days after insertion of essure. In 2011, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6)2015, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), dyspareunia ("painful intercourse") and abdominal pain ("abdominal pain"). The patient was treated with surgery (robot assisted total laparoscopic hysterectomy). Essure was removed on (B)(6)2015. At the time of the report, the device breakage, uterine perforation, pregnancy with contraceptive device, dyspareunia and abdominal pain outcome was unknown and the pelvic pain, genital haemorrhage, dysmenorrhoea, vaginal haemorrhage and menorrhagia had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, device breakage, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain, pregnancy with contraceptive device, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: right side - 4 trailing coils, left side- 5 trailng coils child case has been created: (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2010: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2019: pfs received. Event pt updated from ectopic pregnancy with contraceptive device to pregnant with essure micro-insert . Pregnancy outcome updated. Trimester of pregnancy updated. Delivery date of pregnancy added. Incident we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of device breakage ("device breakage"), pelvic pain ("pelvic pain / pain"), ectopic pregnancy ("tubal pregnancy") and genital haemorrhage ("abnormal bleeding (general)") in a 27-year-old female patient who had essure (batch no. 20224430) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, 1 month 12 days after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycles / dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In 2011, the patient experienced ectopic pregnancy (seriousness criteria medically significant and intervention required). On (B)(6) 2015, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), dyspareunia ("painful intercourse") and abdominal pain ("abdominal pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (laparoscopic procedure to remove essure devices) and surgery (hysterectomy). Essure was removed on (B)(6) 2015. At the time of the report, the device breakage, pelvic pain, ectopic pregnancy, genital haemorrhage, dyspareunia and abdominal pain outcome was unknown and the dysmenorrhoea, vaginal haemorrhage and menorrhagia had resolved. The reporter considered abdominal pain, device breakage, dysmenorrhoea, dyspareunia, ectopic pregnancy, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 20-jun-2018: pfs received - new events "device breakage, abnormal bleeding (vaginal), abnormal bleeding (menorrhagia)" were added. Lot number was added. Lab data was added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of device breakage ("device breakage / pieces of essure device"), uterine perforation ("perforation (uterus)."), pelvic pain ("pelvic pain / pain"), ectopic pregnancy with contraceptive device ("tubal pregnancy/pregnancy with complication") and genital haemorrhage ("abnormal bleeding (general)") in a 27-year-old female patient who had essure (batch no. 20224430) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida and parity 4. Concurrent conditions included depression since 2012. Concomitant products included medroxyprogesterone (depo provera) for contraception. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, 1 month 12 days after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("painful menstrual cycles / dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In 2010, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). On (B)(6) 2015, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), dyspareunia ("painful intercourse") and abdominal pain ("abdominal pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with surgery (robot assisted total laparoscopic hysterectomy). Essure was removed on (B)(6) 2015. At the time of the report, the device breakage, uterine perforation, ectopic pregnancy with contraceptive device, dyspareunia and abdominal pain outcome was unknown and the pelvic pain, genital haemorrhage, dysmenorrhoea, vaginal haemorrhage and menorrhagia had resolved. The reporter considered abdominal pain, device breakage, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, genital haemorrhage, menorrhagia, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: right side - 4 trailing coils, left side- 5 trailng coils diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-sep-2018: plaintiff fact sheet received ,event and outcome were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of device breakage ("device breakage / pieces of essure device"), pelvic pain ("pelvic pain / pain"), ectopic pregnancy ("tubal pregnancy") and genital haemorrhage ("abnormal bleeding (general)") in a 27-year-old female patient who had essure (batch no. 20224430) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida and parity 4. Concomitant products included medroxyprogesterone (depo provera) for contraception. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, 1 month 12 days after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycles / dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In 2011, the patient experienced ectopic pregnancy (seriousness criteria medically significant and intervention required). On (B)(6) 2015, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), dyspareunia ("painful intercourse") and abdominal pain ("abdominal pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (robot assisted total laparoscopic hysterectomy) and surgery (hysterectomy). Essure was removed on (B)(6) 2015. At the time of the report, the device breakage, pelvic pain, ectopic pregnancy, genital haemorrhage, dyspareunia and abdominal pain outcome was unknown and the dysmenorrhoea, vaginal haemorrhage and menorrhagia had resolved. The reporter considered abdominal pain, device breakage, dysmenorrhoea, dyspareunia, ectopic pregnancy, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: right side - 4 trailing coils, left side- 5 trailng coils. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-aug-2018: quality safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and ectopic pregnancy ("tubal pregnancy") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2010, the patient had essure inserted. In 2011, the patient experienced ectopic pregnancy (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycles"), dyspareunia ("painful intercourse"), abdominal pain ("abdominal pain") and vaginal haemorrhage ("vaginal bleeding"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (hysterectomy). Essure was removed in (B)(6) 2015. At the time of the report, the pelvic pain, ectopic pregnancy, dysmenorrhoea, dyspareunia, abdominal pain and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, ectopic pregnancy, pelvic pain and vaginal haemorrhage to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.